Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 745 mg/dl. The customer alleged that the pump was not delivering insulin properly, however, this could not be confirmed as customer was no longer using pump at time of call with tandem technical support. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.